Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/abdominal pain/stabbing chronic') in a 29-year-old female patient who had essure (batch no. A25165) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did you use birth control or contraception at any time following your essure placement procedure" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included multigravida, parity 5 ((B)(6) 2013, (B)(6) 2017, (B)(6) 2010, (B)(6) 2012, (B)(6) 2012), cholecystitis (gallbladder removal), cholecystectomy, anemia, yeast infection, iodine allergy, amenorrhea, stomach pain, vaginal pain, vulvovaginal swelling, vaginal itching, urinary tract infection, abrasion nos, abdominal injury, chest pain, difficulty breathing, myofascial pain syndrome, nausea, herpes nos, vertigo, motor vehicle accident, leg pain, spotting vaginal, abortion, diarrhea, vomiting, vaginitis and allergic reaction to analgesics. Plaintiff did not claimed to experienced a hypersensitivity reaction to nickel or any other component of essure:. Concurrent conditions included vaginal discharge, asthma, non-tobacco user, insomnia, hsv infection, headache, itching, vaginal irritation, uterine cramps, eye pain, neck pain, tooth pain and oral pain. Family history included hypertension, diabetes mellitus, colon cancer and amenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/menstrual pain"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2015, the patient experienced migraine ("severe migraines"). On an unknown date, the patient experienced bacterial infection ("too many bacterial infections"), vaginal discharge ("also bacterial infections and discharge"), investigation noncompliance ("patient did not undergo an essure confirmation test"), head discomfort ("other symptoms are in my head"), headache ("headache") and pelvic pain ("pelvic pain"). The patient was treated with analgesics. Essure treatment was not changed. At the time of the report, the abdominal pain, dysmenorrhoea, depression, fatigue, dyspareunia, migraine, bacterial infection, vaginal discharge, investigation noncompliance, head discomfort, headache and pelvic pain outcome was unknown. The reporter considered abdominal pain, bacterial infection, depression, dysmenorrhoea, dyspareunia, fatigue, head discomfort, headache, investigation noncompliance, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: weight pre essure: 120. Essure did not cause or aggravate any psychiatric and/or psychological condition. She is you currently planning for essure removal. Patient received medical treatment for abdominal pain, pain with intercourse, headache, migraine. Diagnostic results: patient did not undergo an essure confirmation test , but has ordered dye testing, 2017. Lot number: a25165 manufacturing date: 2012-07 expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('severe abdominal pain/abdominal pain/stabbing chronic'). In a 29-year-old female patient who had essure (batch no. A25165), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did you use birth control or contraception at any time following your essure placement procedure". And device monitoring procedure not performed, "did not undergo essure confirmation test". The patient's medical history included: multigravida, parity 5 ((B)(6) 2013, (B)(6) 2017, (B)(6) 2010, (B)(6) 2012, (B)(6) 2012), cholecystitis (gallbladder removal), cholecystectomy, anemia, yeast infection, iodine allergy, amenorrhea, stomach pain, vaginal pain, vulvovaginal swelling, vaginal itching, urinary tract infection, abrasion nos, abdominal injury, chest pain, difficulty breathing, myofascial pain syndrome, nausea, herpes nos, vertigo, motor vehicle accident, leg pain, spotting vaginal, abortion, diarrhea, vomiting, vaginitis and allergic reaction to analgesics. Plaintiff did not claimed to experienced a hypersensitivity reaction to nickel or any other component of essure. Concurrent conditions included: vaginal discharge, asthma, non-tobacco user, insomnia, hsv infection, headache, itching, vaginal irritation, uterine cramps, eye pain, neck pain, tooth pain and oral pain. Family history included: hypertension, diabetes mellitus, colon cancer and amenorrhea. Concomitant products included: medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/menstrual pain"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2015, the patient experienced migraine ("severe migraines"). On an unknown date, the patient experienced bacterial infection ("too many bacterial infections"), vaginal discharge ("also bacterial infections and discharge"), investigation noncompliance ("patient did not undergo an essure confirmation test"), head discomfort ("other symptoms are in my head"), headache ("headache") and pelvic pain ("pelvic pain"). The patient was treated with analgesics. Essure treatment was not changed. At the time of the report, the abdominal pain, dysmenorrhoea, depression, fatigue, dyspareunia, migraine, bacterial infection, vaginal discharge, investigation noncompliance, head discomfort, headache and pelvic pain outcome was unknown. The reporter considered abdominal pain, bacterial infection, depression, dysmenorrhoea, dyspareunia, fatigue, head discomfort, headache, investigation noncompliance, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: weight pre essure: 120. Essure did not cause or aggravate any psychiatric and/or psychological condition. She is you currently planning for essure removal. Patient received medical treatment for abdominal pain, pain with intercourse, headache, migraine. Diagnostic results: patient did not undergo an essure confirmation test , but has ordered dye testing 2017. Quality safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the event: "abdominal pain" was upgraded to serious incident again in line with the available reported information. No new follow-up information was received from the reporter. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/abdominal pain/stabbing chronic') in a (B)(6) female patient who had essure (batch no. A25165) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did you use birth control or contraception at any time following your essure placement procedure" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included multigravida, parity 5 ((B)(6) 2013, (B)(6) 2017,(B)(6) 2010, (B)(6) 2012, (B)(6) 2012), cholecystitis (gallbladder removal), cholecystectomy, anemia, yeast infection, iodine allergy, amenorrhea, stomach pain, vaginal pain, vulvovaginal swelling, vaginal itching, urinary tract infection, abrasion nos, abdominal injury, chest pain, difficulty breathing, myofascial pain syndrome, nausea, herpes nos, vertigo, motor vehicle accident, leg pain, spotting vaginal, abortion, diarrhea, vomiting, vaginitis and allergic reaction to analgesics. Plaintiff did not claimed to experienced a hypersensitivity reaction to nickel or any other component of essure:. Concurrent conditions included vaginal discharge, asthma, non-tobacco user, insomnia, hsv infection, headache, itching, vaginal irritation, uterine cramps, eye pain, neck pain, tooth pain and oral pain. Family history included hypertension, diabetes mellitus, colon cancer and amenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/menstrual pain"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2015, the patient experienced migraine ("severe migraines"). On an unknown date, the patient experienced bacterial infection ("too many bacterial infections"), vaginal discharge ("also bacterial infections and discharge"), investigation noncompliance ("patient did not undergo an essure confirmation test"), head discomfort ("other symptoms are in my head") and headache ("headache"). The patient was treated with analgesics. Essure treatment was not changed. At the time of the report, the abdominal pain, dysmenorrhoea, depression, fatigue, dyspareunia, migraine, bacterial infection, vaginal discharge, investigation noncompliance, head discomfort and headache outcome was unknown. The reporter considered abdominal pain, bacterial infection, depression, dysmenorrhoea, dyspareunia, fatigue, head discomfort, headache, investigation noncompliance, migraine and vaginal discharge to be related to essure. The reporter commented: weight: (B)(6). Essure did not caused or aggravated any psychiatric and/or psychological condition. She is you currently planning for essure removal. Patient received medical treatment for abdominal pain, pain with intercourse, headache, migraine diagnostic results: patient did not undergo an essure confirmation test , but has ordered dye testing, 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received. Reporter information updated. New event: did not undergo essure confirmation test was added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.